Event description:
It was reported by the customer the device has qc test failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.